Event description:
It was reported that during a training/demo of the da vinci system repeated non-recoverable fault 307 had occurred. A hard power cycle had been attempted; however, the issue persisted. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced video slice component (vsl) to resolve the issue. The system was verified and ready to use. Isi has not received the vsl for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.